Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an (B)(6) 2020 during cleaning that the depth gauge does not slide properly. It is catching when sliding due to wear and tear. The item was discarded and no picture was taken. This report is for one (1) depth gauge for screws ø 2.7 to 4.0 mm, measuring range up to 60 mm. This is report 1 of 1 for (B)(4).